Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser output was not adequate during a procedure. The fiber optics were adjusted and the procedure was completed without patient harm.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was confirmed. The chimney was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the reported event can be attributed to a worn chimney. The root cause of the reported event can be attributed to a worn chimney. The manufacturer internal reference number is: (B)(4).